Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Other relevant device(s) are: product ID: a610, lot#: software version #: (B)(6), product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that set up was being performed after opening a new rechargeable implantable neurostimulator (ins). Then, when the device was enabled immediately after pressing "device enabled" a message in a red frame was displayed and the session was forcibly terminated. When confirming the session report at that time the implant date was (B)(6) 2000, and the elective replacement indicator (eri) date was (B)(6) 2014. After that, when the same ins was going through telemetry with the same clinician tablet and the communicator could be connected without problems and the implant date was changed to (B)(6) 2021. The ins was replaced with one that had been prepared as a spare and the clinician tablet was able to perform telemetry by the other, and set up was done without any issues. Then, the device was activated implantation was completed. The issue was resolved. Additional information was received: it was reported that a message with a red frame was displayed on the ins and the session was forcibly terminated right after pressing "device valid" in setting up the new device. The cause of the error message was not determined, and it was believed to be a temporary malfunction as the error messages had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.